Event description:
The hosp reported that they noted low po2 levels after approx 3 hrs and 45 mins. The pt was taken off bypass for approx 20 mins and then placed back on bypass with the same oxygenator. After 4 hrs and 30 mins, low po2 levels were again noted and the oxygenator was changed out. The surgeon stated that the operation was very complicated and the pt subsequently died. The possible cause of death was given as ruptured aortic aneurysm. The cause of death was not attributed to the use of the oxygenator.